Event description:
The patient reported that after wearing the pod for less than 24 hours on ther leg she noticed the backing of the pod was digging into her skin. The site was very painful, red and hot. There was also large bump so she decided to remove the pod. On (B)(6) 2014 she went to see her doctor who prescribed her with antibiotic of "keflex" and ibuprofen for her site infection.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.